Event description:
Caller reported an issue with the pump time discrepancy, which was more than five minutes off from the actual time. Blood glucose levels remained unaffected as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised monitoring for any recurring time discrepancies, which the caller understood and acknowledged.